Event description:
The reporter stated that they did back to back blood glucose tests, within 4 minutes, using the same finger, but separate fingersticks. Their results were 135, 193, 205 and 198mg/dl. They did not have any symptoms. On followup, the reporter verified strip insertion. They stated that they clean meter and test strip holder properly; optic area only occasionally. They check the confirmation dot. Their technique of applying blood is accurate, and they stated that they do control solution tests; a test result was in range 123 (96-145). No harm was alleged.